Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while loss of capture and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. X-ray inspection found the inner coil over torqued consistent with the procedural damage. The cause of the reported event of a helix mechanism issue was isolated to the inner coil over torqued in the connector region and the helix being clogged with blood/tissue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. The patient's right ventricular (rv) lead was failing to capture and had deceased r-wave amplitudes. The patient was asymptomatic. The patient was admitted to clinic where the physician tried to reposition the rv lead but the helix was failing to extend. The rv lead was explanted and replaced. The patient was stable throughout the procedure.